Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: since the item for this info complaint was not returned to oste, our investigation is based solely on the information provided by the customer and the sales business center (sbc). The product was sold on 31.08.2018. The error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). This case was addressed "e433 error caused by steute footswitch", implemented on 30.03.2015. 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). 7) defective motherboard (adc, permanent error). On 28.02.2020, a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Presently, an in-depth investigation of the hvps boards with error message e433 is being carried out by r&d. Loosed embedded pc and missing screw of the housing from the information available, it is not possible to determine the reason why the embedded pc came loose and how the damage to the generator board could have occurred. There is a possibility that a third person attempted a repair, which then led to this damage. This would possibly also explain the missing screw of the housing. Slight damage to the housing and the front panel. The slight damage to the housing and the front panel are signs of use that may occur when handling the generator. However, provided the function of the device is not impaired, such visual damage is not to be regarded as critical. Olympus will therefore not elaborate further on this defect. A manufacturing and quality control review was performed for device wb91051w with serial number b004248. There is no non-conformity associated with this device with respect to the described issues. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. There are no countermeasures necessary for all reported issues because the associated risk is acceptable. Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take action in the future. There are no containment actions necessary for all reported issues because the associated risk is acceptable.

Manufacturer narrative:
The service center was informed that during preparation for use, the generator prompted an ¿e433 footswitch error¿ message. There was no patient involvement reported. No further information was provided. The customer returned a generator pk technology esg-400, serial# b004248, for evaluation due to error e433. The customer¿s complaint was confirmed. A visual inspection found a small dent on the top cover, and white residues around the monopolar 1 and 2 connectors. The generator was then powered on, and observed that the touch screen and the menu buttons were not functional. Further investigation found that a small printed circuit (pc) was embedded into the main board was dislodged, and one of the batteries was also lifted up from its position. The loose components were plugged back in place, and it was noted that the touch screen resumed but prompted an ¿e433¿ error message. In addition, the DHR review showed, that the device was manufactured according to valid instructions and met all specifications. The cause of the board failure cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the generator prompted an ¿e433 ¿error message. There was no patient involvement reported. No further information was provided.